Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was 128-203 mg/dl.